Event description:
It was reported that balloon rupture occurred. The target lesion was located in the ventricular septum. A 10.0mmx20mmx80cm (5f) sterling otw balloon catheter was advanced for dilatation. However, during fifth inflation for 3 seconds, the balloon ruptured near the distal marker. The device was removed, and a pinhole with contrast agent leakage was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.